Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Patient dissatisfaction was reported. The spectra device was visually inspected and functionally tested. There were holes in both cylinders exposing metal segments that were the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was a result of explant it will not be considered a probable cause for this complaint because it is a secondary failure. Both cylinders were functional. No device malfunction or problem could be confirmed through product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent a spectra concealable penile prosthesis (ipp) replacement surgery due to dissatisfaction with the device. The spectra was removed and replaced with a new inflatable penile prosthesis (ipp). The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient wanted an ipp due to the previous spectra was too short. There were no malfunction issues with the device.

Event description:
It was reported that the patient underwent a spectra concealable penile prosthesis (ipp) replacement surgery due to dissatisfaction with the device. The spectra was removed and replaced with a new inflatable penile prosthesis (ipp). The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient wanted an ipp due to the previous spectra was too short. There were no malfunction issues with the device.